Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) installed the electronic patient gas system (epgs) as part of the preventive maintenance (pm) on (B)(6) 2014 which had the suspect oxygen (o2) sensor installed in it. This suggests that the o2 sensor expired two days before the complaint was reported because it was out of recommended life span of six months. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00441. The software data logs were rec'd by the MFR on 05/05/2015 for further eval. Technical support determined for the data logs, the oxygen (o2) sensor was unstable. The field svc rep (fsr) verified the reported complaint and installed a new o2 sensor as part of the preventive maintenance (pm) and completed a full inspection. The unit operated to MFR spec and was returned to clinical use. The suspect part was returned to the MFR for further eval. During laboratory eval, the oxygen (o2) sensor did not fail to calibrate during lab testing. The measurement of the direct current (d/c) output voltage from the 02 sensor at 5 liters per minute (1/m) and 100% o2 was 2.38 volts but on the high end of the range. The prod surveillance tech (pst) calibrated the o2 sensor ten more times without failure and the voltage output from the sensor was approximately 2.50 volts each time. The pst operated the epgs at 1 1/min and 100% o2 and rec'd a "calibrate o2 analyzer" message and a sensor and blender disagree (B)(4), (B)(4) (B)(6) 2015 10:30:40, was recorded in the logs which confirms the complaint.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the sys-1 was displaying an error message "calibrate o2 analyzer" on the electronic pt gas sys (epgs), but it was calibrated successfully before the case. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. Ther was no delay, no blood loss, nor adverse consequences to the pt.